Event description:
New information states that the system was explanted due to lead endocarditis. The patient was in a stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient developed an infection. Device and lead explant procedure was discussed. No further information was reported. Related manufacturer reference number: 2017865-2019-12402; 2017865-2019-12408.